Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One partial sample was received at the plant for the investigation. After performing a visual evaluation, the reported condition could not be confirmed as only the stylet was returned, not the complete product. Because the reported condition could not be confirmed, the root cause was not identified. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
During the drug administration to the patient, it wasn't possible to remove the guide wire after positioning the nasogastric tube.